Manufacturer narrative:
Cpi analysis found that the ipg passed all automated electrical measurements and paced and sensed normally during all tests. The "ern" indicator could not be duplicated during testing at cpi. The case was removed and additional electrical testing indicated that all operating currents were within specifications and the ipg had a magnet rate of 100 ppm and a beginning of life battery status. The ipg meets all specifications, therefore cpi could not confirm the allegation.

Event description:
Event description cpi received information that this implantable pulse generator (ipg) did not meet physician expectations with respect to longevity. The physician elected to explant the ipg.